Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead was suspected of being dislodged and in the right atrium due to a decrease in amplitude from 17 mv to 1.5 mv, a loss of capture (loc), and egm looking like atrial fibrillation (af). The lv lead was turned off so the device is pacing the right ventrical only. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.